Manufacturer narrative:
(B)(4). Lead: model 3387s-40, lot# v641090, implanted: 2011 (B)(6), explanted: na; lead: model 3387s-40, lot# v641090, implanted: 2011 (B)(6), explanted: na; extension: model 37085-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: na; extension: model 37085-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: na; programmer: model 37642, serial# (B)(4).

Event description:
It was reported that impedance measurements over 40,000 ohms were seen on the right lead on electrode pairs case/9, 8/9, 9/10, and 9/11. Left side impedance measurements were all within normal range, though electrode pairs case/3, 0/3, 1/3, and 2/3 were around 4,000 ohms. It was noted that impedance was normal in (B)(6) 2011, started to become abnormal in (B)(6) 2012, and as of today appears to have worsened. The reporter was unsure about the patient's symptom control, but thought the patient was getting some symptom control and had programmed the patient using electrode combinations within normal range. It was noted that x-rays were conducted of system but came back negative. Additional information has been requested, but was not available as of the date of this report.